Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive, were sticking, and required presses with a fingernail to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing the ok, up and down arrow keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts and the ok key was found to be inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.